Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that insulin pump had damage in reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer reports that clear lip pops off concerned about losing security. Reservoir was not able to locked in place. The insulin pump will be returned for analysis.